Manufacturer narrative:
The acist navvus catheter was discharged by the user facility, therefore, no device evaluation could be performed. The lot number of the navvus catheter and a copy of the cine-angiogram of the patient case were requested from the user facility but were not provided to acist. From the information provided by the user facility, there was no indication of a malfunction, however, a dissection was reported during the patient procedure. The dissection was successfully treated by stenting the vessel. The patient remained stable and the patient was discharged from the hospital the following day. Due to the limited information obtained from the user facility and lack of the navvus catheter for evaluation, acist is unable to determine the cause of the event; the cause of the event is inconclusive. If additional information should become available, acist will submit a follow-up report to FDA.

Event description:
During a patient procedure to obtain an intravascular pressure measurement using the acist rapid exchange (rxi) system and navvus catheter, a dissection of a patient's left anterior descending (lad) artery occurred while advancing the navvus catheter under mild resistance over the bmw (balance middle weight) guidewire. The physician reported that the lesion was not hazy or unstable before the insertion of the navvus catheter. The location of the dissection was in the mid-portion of the artery where tortuosity was present but calcification was not. The patient remained stable. The guidewire remained in place until after a stent was placed. The navvus catheter is unavailable; it was discarded.